Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge during use. Subsequently the device delivered the shock. No adverse patient impact was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to discharge during use. Subsequently the device delivered the shock. No adverse patient impact was reported.